Manufacturer narrative:
This report is for an unknown drill sleeve/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: multiloc humeral nail was used for a proximal humerus fracture case. At the screw insertion into the distal locking hole, after fixing the most distal part, the drill bit was interfered with the nail at the proximal hole. The surgeon adjusted a sleeve manually to avoid this phenomenon. The patient¿s medullary cavity was so narrow that the reamer could not be used. The surgeon had to insert the nail by hammering the handle. Although the surgeon hit the handle gently, the shaft of the humerus was broken at the tip of the nail at the last hit by hammering. Patient harm: iatrogenic fracture at humeral diaphysis. This report is for an unknown drill sleeve. This is report 3 of 5 for (B)(4).